Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that at the end of (B)(6), the patient came into the hospital due to reduced general condition. Medical optimization was performed in the last weeks prior. Parameters of the pump seemed stable but under 6000 rotations per minute (rpm), the pump produced only 4 liters per minute (lpm), with no high fluctuation in the pulsatility index (pi). Multiple diagnostic tests were completed. An echocardiogram (echo) of the inflow cannula showed that it was at a good position and angle, inflow stream/speed was increased and some turbulences were also seen. Left ventricular end-diastolic dimension (lvedd) was around 70 millimeters (mm). A computed tomography (CT) scan was also performed but no direct influences were seen and due to some artifacts not every part of the course of the outflow prosthesis could be seen. Additional information was that the left ventricular assist device (lvad) implantation was a switch from heartware (hvad) to heartmate 3 (hm3) with an end-to-end anastomosis from the new to the old hvad prosthesis (B)(6) 2017. The patient developed oedema on the legs and also the physical condition reduced. In the consequence the patient underwent a first re-exploration to investigate the outflow graft in total. According to the surgeons, no direct root cause was found. After the surgery, no significant improvement in pump parameters were seen. The general and physical condition also did not improve sufficiently. After further evaluation and no further improvement was seen, log files were sent for review with a sudden drop in the parameters on (B)(6) 2025 from around 4 lpm down to the low flow area. The team decided to re-explore the patient again and to exchange the whole pump to a new hm3 on (B)(6) 2025 due to suspected flow obstruction. The surgery was prolonged and the need for a temporary right ventricular assist device (rvad) was necessary but afterwards the patient was transferred under stable conditions with both systems and was recovering in the intensive care unit (ICU). Inotropes were initiated.

Manufacturer narrative:
H4 - device manufacture date - correction manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation. Review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 4.5¿ from the pump header. The distal portion of the pump cable, modular cable, outflow graft, outflow graft bend relief, and outflow graft attachment hardware were not returned. The cuff lock was disengaged, and the apical cuff was not returned with the device. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. G and the heartmate 3 patient handbook, rev. G are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, "patient care and management" (under "right heart failure"), discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A4 patient weight not provided. B5 narrative information. H6 - health effect - clinical code updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
After further evaluation and no further improvement was seen, log files were sent for review with a sudden drop in the parameters on (B)(6)2025 from around 4 lpm down to the low flow area. The team decided to re-explore the patient again and to exchange the whole pump to a new hm3 on (B)(6)2025 due to suspected flow obstruction. The surgery was prolonged and the need for a temporary right ventricular assist device (rvad) was necessary but afterwards the patient was transferred under stable conditions with both systems and was recovering in the intensive care unit (ICU). Inotropes were initiated. The affected pump would return for investigation. The pump exchange resolved the low flows. The patient had symptoms of leg oedema, reduced physical condition meant dyspnea under physical strain after a shorter time frame. It was unknown if the rvad was an abbott product. The patient was still recovering.